Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in radius side assessed as unidentified (tear) opening and missing piece of shell and patch assessed as inconclusive (shell thickness within specification) additional observations: ¿ no other observation observed.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan implant.